Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: investigation results the speedband superview super 7 device was returned, and visual analysis observed that the handle was not returned. Only the ligator housing was returned, without bands attached to it. Also, the teeth and the suture hole were found in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis performed on the device, it was found that the ligator housing was returned without the bands attached to it. Also, the teeth and the suture hole were found in good condition. The handle did not return for analysis. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Based on the analysis of the returned device and the information available the most probable root cause assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.